Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 10.9 mmol/l at the time of the incident. It was reported that the bottom, left, right and middle select buttons were unresponsive. It was also reported that the insulin pump was not exposed to changed in altitude. It was reported that the customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit was received with all buttons responding properly. Unit passed self-test and displacement test. No damage or moisture damage on keypad assembly. However, unit was received with corroded electronic assemblies. No unlocked keypad connector. No stuck button alarms noted. Unit was received with cracked select button keypad overlay, pillowing keypad overlay, cracked case (battery tube), cracked retainer and minor scratches on lcd window.